Event description:
It was reported that this patient received an inappropriate shock. An ablation procedure was performed and a new inappropriate shock was noted after the patient placed a magnet on the pocket post shock. It was not possible to find the episode of the inappropriate shock therapy. Technical services (ts) noted that there would be no episode storage when a magnet was applied. Additional information noted that the patient may have a slow ventricular tachycardia (vt), thus the device was reprogrammed and the patient was given medication to avoid fast conduction atrial fibrillation. The device remains implanted. No adverse patient effects were reported.